Manufacturer narrative:
Eval: user placed chart rack under litter. When litter was lowered, the chart rack depressed the jack release rod causing the stretcher to not pump up.

Event description:
It was reported by svc report that the stretcher won't pump up. No pt involvement or adverse consequences are reported.